Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 539 mg/dl. Reportedly, when attempting to deliver a bolus, the pump recommended a bolus dosing of 400 units. Review of the customer's pump settings showed that the correction factor was set to 1:1, and the correction factor setting had been previously set at 1:40. The customer successfully adjusted the pump settings, and received an accurate bolus dosing.